Event description:
Litigation papers allege the pt will be revised to address hip pain. Revision scheduled for (B)(6) 2010.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.